Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Device manufacture date: monitor: 7/3/2012. Belt: 12/8/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was post-surgery in the ICU at the time of the treatment event. The patient was unconscious at the time of the treatment event. Per clinical review of the download data, the lifevest delivered an inappropriate treatment while the patient was in non-sustained ventricular tachycardia (nsvt) at 17:52:50. The post shock rhythm was ventricular tachycardia (vt). At 17:56:24, the lifevest delivered a second inappropriate treatment while the patient was in nsvt with idioventricular rhythm at 10 bpm degrading to asystole. The post shock rhythm was vt at 120 bpm. The lifevest delivered a third appropriate treatment at 17:59:32 while the patient was in vt at 150 bpm. The post shock rhythm was vt at 150 bpm. A fourth appropriate treatment was delivered by the lifevest at 17:59:59 while the patient was in vt at 160 bpm. The post shock rhythm was nsvt at 150 bpm that degraded to asystole. At 18:00:28, the lifevest delivered a fifth inappropriate treatment while the patient was in nsvt at 150 bpm. The post shock rhythm was vt at 160 bpm. The lifevest delivered a sixth appropriate treatment shock while the patient was in vt at 170 bpm. The post shock rhythm was vt at 170 bpm. At 18:01:23, the lifevest delivered a seventh appropriate treatment shock while the patient was in vf. The post shock rhythm was vt/vf (ventricular fibrillation) at 160 bpm. The lifevest delivered an eighth appropriate treatment shock while the patient was in vf degrading to asystole at 18:02:12. Lastly, at 18:02:35, the lifevest delivered a ninth inappropriate treatment shock while the patient was in asystole with CPR/motion artifact. The post shock rhythm was CPR/motion artifact with cardiac activity until the device was shutdown at 18:02:47. Nsvt contributed to the false detections. The response were not pressed during the treatment event. It was reported that the patient subsequently passed away at 21:30:00.